Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "no upstream occlusion alarm during pm test" was not reproduced due to experiencing a reload set. A review of the event history log revealed multiple "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor values to be out of specification. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had no upstream occlusion alarm found during preventative maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing, the customer reported issue "no upstream occlusion alarm" was unable to be reproduced as the device could not be tested for upstream occlusion detection due to a constant reload set alarm. A review of the event history log revealed upstream occlusion messages however the log cannot be used to verify or refute testing failures. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the ultrasonic sensor values were found out of range which is a known cause for the reported problem. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.